Event description:
Diabetic reports obtaining "lo" readings on suspect device for two weeks. Physician ran comparison between suspect device and office meter (type unk). Suspect device read "lo" and physician's device read "hi". Physician ordered lab draw (method unk), and lab obtained a blood glucose reading of 745 mg/dl. Pt was admitted to hosp.

Manufacturer narrative:
Standard disclaimer on file.